Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). Seven months later, the vad coordinator contacted the MFR reporting that the pt had called the hosp stating that his flows were running up to 8 lpm with a rate of 110 bpm. The pt was admitted to the hosp and his flows were now at 2.9 lpm. It was decided at that time to change out the controller. The pt also had an echo taken, which showed no anomalies. A second echo showed lung edema and incompetent inflow valve, lvad and mitral insufficiency. The pt was taken to or next day for an inflow valve and pump exchange. The pt remains on lvad support while awaiting a heart transplant.

Manufacturer narrative:
The lvad was returned to the MFR on 09/29/2004, and is currently being analyzed.the pt remains on lvad support while awaiting a heart transplant. No further info is available at this time.